Event description:
It was reported that during a transcatheter aortic valve implantation procedure, upon the deployment attempt with the first valve, the valve was unable to be deployed because it could not be released out of the delivery catheter system (dcs) capsule by turning the deployment knob. Another transcatheter aortic valve and dcs were then used, and following implantation, the valve dislodged. Subsequently, a non-medtronic valve was implanted. Additional information was received that pre-implant dilation was performed. It was reported that turning the deployment knob was di fficult during deployment of the first valve, and 1 deployment attempt was made. During deployment of the second valve, the deployment starting point was at the bottom of the pigtail catheter and the valve dislodged in the aortic direction. Prior to valve dislodge ment, the implant depth on the left coronary cusp (lcc) was 2-3 millimeter's (mm), and the implant depth on the right coronary cusp (rcc) was 4-5 mm. After valve dislodgement, the valve was implanted approximately 3 mm above the annulus plane. It was noted that a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle fully closed. The capsule over captured the proximal end of the nose cone. Delamination was observed over the nitinol reinforcing frame of the capsule. The capsule appeared slightly bent. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an in-fold noted. An in-house evfxplus-34 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. The in-house valve was deployed with no issues noted. There was damage observed on the threading of the screw gear. No other deformation evident to the remainder of the device. The reported event for unable to deploy could not be confirmed through analysis d10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; product serial/lot number: 0013246845; product type: 0195-heart valves; implant date: not-impla ntable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.